Manufacturer narrative:
(B)(4). Since no exact date of event is known in (B)(6) 2017, the date of event was entered as (B)(6) 2017. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2017, the trunk-ipsilateral leg endoprosthesis ((B)(4)) seemed to have migrated distally (distance unknown) due to possible disease progression and/or proximal neck dilation. A reintervention is planned, but not yet scheduled.